Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm that 6 sutures broke in the same procedure. Yes. What was the procedure name? Not available what was the date of the event? (B)(6) 2018. What is the lot# of the suture that was breaking? Not available. The breaking suture was discarded by customer.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. When the surgeon pulled the suture to tie a knot, the suture was broken off. There were no adverse patient consequences reported. Additional information was requested.